Event description:
An endurant stent graft was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology is unknown. The procedure was completed successfully; however, the patient expired five days later due to multiple system organ failure. No further information is available.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death);patient¿s condition affected effectiveness of device (pre-existing condition, ruptured aortic aneurysm); unapproved use of device (treatment of pre-existing ruptured aortic aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition, ruptured aortic aneurysm); operational context contributed to event (treatment of pre-existing ruptured aortic aneurysm).